Event description:
It was reported that device embolization occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The compression was 12%-15.5% and there were no leaks. The final device did meet release criteria and was successfully implanted. On (B)(6) 2021, the patient returned for their delayed (due to covid) 45-day follow-up transesophageal echo (tee). The device was found to have embolized to the descending aorta. The patient was stable and the device was percutaneously removed with a snare/forceps from the descending aorta on (B)(6) 2021. The patient also received an aortic stent during the percutaneous retrieval procedure due to an ascending aortic dissection which may have been caused by the surgeon grasping some aortic tissue. The patient is currently on eliquis 5mg twice a day. The patient was stable and recovering and has since been discharged.